Event description:
It was reported that the dlp rigid suction tube was allegedly blocked during use. The device was replaced to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
An initial regulatory report was already reported via regulatory report number 2184009-2025-00268 in pe 707554779. Supplemental regulatory report submitted via 2184009-2025-00268. Based on additional information received confirming occurrences occurred on different dates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.